Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 353 mg/dl and insulin injections were administered to address the bg level. A system check was performed and the infusion set site appeared to possibly be a cause of the occlusion; however, upon removing the cannula, it was found not to be damaged. The customer was to use insulin injections to manage diabetes until more infusion set supplies are received.

Manufacturer narrative:
Corrected data: the occlusion alarms were intermittent. The blood glucose (bg) level ranged from 300-353 mg/dl with ketones. A correction bolus was also used to address the high bg level. Additional information: the customer reported that as of (B)(6) 2016, no additional occlusion alarms had occurred and the infusion set had been changed to quickset. The customer was going to be trained to use the t:30. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.